Manufacturer narrative:
There are two failed devices from the same lot associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). Due diligence was performed for this event with additional information provided. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection of the device, it was observed that tissue pad was worn, partly peeled. Root cause for the event cannot be conclusively determined. However, it is likely that the tissue pad was worn, partly peeled off, due to the ultrasound being output with the grasping part closed (including after the tissue was cut) without grasping the tissue. The instructions for use includes the following statements that warn against the issue: ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
As reported for this event by the customer, within 30 minutes during a therapeutic thyroidectomy procedure the device tissue pad detached. Another device was used prior to this one. That device had the tissue pad detached as well. There were no error messages received for the issues. The detaching of the tissue pads was observed visually. The procedure was completed with a third device from the same lot with no delay. Patient did not need additional anesthesia. Total procedure time was less than two hours. There is no harm or adverse impact to the patient. The functional mode and settings at the time of the event was seal and cut 1, level 3. Device was inspected prior to use with no abnormality noted. The intelligent tissue monitoring (itm) setting was on during the procedure. The connections to the generator were checked. The cords of transducer and other medical device cords were not bundled together.